Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Cts provided pump reset information, assisted with resetting the pump, and advised the customer to continue using the pump, instructing them to call back if the issue recurred. Caller acknowledged and understood.